Event description:
Reporter states, "patient had revision surgery of primary femoral components implanted in the right distal femur in 1980."

Manufacturer narrative:
This device cannot be evaluated as it has not been returned for evaluation. Two requests for add'l info have been sent. User facility info unobtainable. Two requests for add'l info pertaining to the device have been sent. Add'l device info is unobtainable.